Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was a couple days ago the patient charged their implant to 100% and the next day they went to check it and it said stimulation was off and they could never get it turned on. During the call the patient verified that their stimulation was turned on but they were not feeling the stimulation. Patient was able to increase their stimulation to a comfortable level. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. .